Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. The device has the distal tip detached. Overall length was measured and was found within specification. Outer diameter (od) of distal tip is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A v-14 control wire was selected to cross the lesion however, the hydrophilic coating came off the wire. The coating was not able to be removed from the patient. No patient complications were reported.

Event description:
It was reported that guide wire coating peeled off. A v-14 control wire was selected to cross the lesion however, the hydrophilic coating came off the wire. The coating was not able to be removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).